Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl. The customer mother stated that they had modified the carbs in the bolus wizard. Customer reported food and correction bolus were incorrect. Customer was on auto mode. The customer was also assisted with entering correct value on the bolus wizard feature. The pump will not be returned for analysis.